Manufacturer narrative:
Per customer, qc has been erratic prior to and during the event. A system check was performed 3 times in late 2007 before passing results were obtained. The samples were collected in lithium heparin, without gel plastic tubes and were centrifuged at 3,500 rpm for 5 mins at ambient temp. The specimens were sampled from the primary tubes and were processed through the closed tube accessing (cta) system. A field service engineer (fse) was dispatched to the customer's lab, but service info was not provided. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc (bci) regarding elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument for 2 pt samples. Pt a: an initial accu tni result was 1.47ng/ml. The original sample was retested for accu tni and repeated result was 0.02ng/ml. A fresh sample was collected from the pt and an accu tni result of 0.03ng/ml was obtained. In addition, the 2nd sample was tested on a different instrument in the customer's lab and accu tni result was 0.02ng/ml. Pt b: an initial accu tni result was 5.15ng/ml. The sample was tested on a different instrument and a result of 0.03ng/ml was obtained. The customer then retested the sample on the lx I 725 instrument and repeated result was 0.05ng/ml. The erroneous results were reported out of the lab and corrected reports were issued. There have been no reports of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.